Manufacturer narrative:
The device was not returned for evaluation as it was consumed in the event. The lot history record review showe no discrepancies that might have contributed to the reported expereince.(B)(4).

Event description:
Medtronic (covidien) received information regarding incidents involving its products. Treatment of a spinal fistula in tortuous anatomy. During the procedure after 25 minutes of onyx 18 injection, it was reported that it was not possible to retract the marathon catheter due to approximately 4cm of onyx reflux. Attempts were made to remove the catheter after the use of nimodipine. The tip of the marathon marker was inside the vessel and a microsnare was used to remove it from the patient¿s body. The patient was reported to be doing well. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00292.